Event description:
It was reported that the device had failed preventive maintenance check. The results of the investigation found that the downstream occlusion (dso) seal was damaged. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.